Event description:
It was reported that the attachment experienced overheating, as the device was reported to run hot. It was reported that there was no patient involvement. Additional information was received stating that there was bearing detachment found in analysis.

Manufacturer narrative:
H3: product analysis: no conclusion can be drawn. An overheating test could not be conducted due to another device malfunction. The likely cause was identified as tool unable to insert to tube due to distal bearing misaligned, and unable to do temperature test. It was also noted that laser markings are faded and internal tube bearings are corroded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.